Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal dilaudid 6 mg/ml at a dose of ¿1.64¿ and bupivacaine 22.5 mg/ml at a dose of ¿6.182¿ via an implantable pump. The indication for use was not reported. It was reported that the patient developed a lump near the pump site. The pump was at elective replacement indicator (eri), and during the [pump replacement] procedure, it was discovered that the catheter pump segment was damaged and leaking. On closer examination, the connection was broken and leaking. A damaged catheter and soft tissue swelling were observed. The lump appeared to be fluid collection. The pump segment was replaced with an 8596sc catheter (partial explant), and the customer discarded the pump segment during the procedure. The issue was resolved. The patient's status was alive, no injury. No [further] diagnostics/troubleshooting were performed. There were no environmental, external or patient factors reported that might have led or contributed to the event. The catheter lot number was not known. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.